Manufacturer narrative:
Additional information: d11.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13873. It was reported that an asymptomatic patient received a vibratory notification on(B)(6) 2020 for high out of range right ventricular lead pacing impedance. Upon opening the pocket on (B)(6) 2020, it was discovered that the lead was not secured tightly by the patient's implantable cardioverter defibrillator set screw at the initial implant. Set screw was able to be tightened and lead measurements were normal. Patient condition was stable after the procedure.

Manufacturer narrative:
Surgery was completed due to issue with the implantable cardioverter defibrillator, not the lead.